Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump kept alarming no delivery when she bolused. The no delivery alarm was recurring. The no delivery alarm was resolved with a complete set change. The customer stopped using the insulin pump and went on shots. Customer's blood glucose level was 524 mg/dl. The customer treated her blood glucose level with a manual injection. In the alarm history unexpected restart, external error, and displayable history check failed on startup alarms were found. The insulin pump was stored or not used for an extended period of time. The device was not returned.